Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction and replaced the graphical user interface (gui) to breath delivery (bd) cable and upgraded the software to the current revision. The unit passed all testing and operates within manufacturing specifications. (B)(4).

Event description:
Covidien received info stating that the 840 ventilator experienced a loss of communication. The ventilator was not in use on a pt at the time the malfunction occurred.

Manufacturer narrative:
The covidien field service engineer (fse) received a graphic user interface (gui)to breath delivery (bd) cable, which was reported to be malfunctioning. Visual inspection revealed slight abrasions on the outer insulation of the cable where it was attached to the cart. Functional tests were performed, and reported issue could not be duplicated. The unit powered up normally, and no errors were recorded in the diagnostic logs. The cable was manipulated in all directions while in vent mode in an attempt to induce a fault but no fault occurred. A review of the ventilator diagnostic logs revealed that no errors and no alarms were observed during the 24 hours the unit successfully ran in ventilation mode. However, the gui to bd cable was replaced as a precautionary measure.